Event description:
This rv lead was implanted on (B)(6) 1994 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on 4/26/201 3 states that during follow up, patient was set to aai. Did a right ventricle (rv) evaluation in odd and when they switched back to aai they saw a pause in ventricular conduction. There was atrial pacing markers and no right ventricle sense. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).